Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence/fecal incontinence. It was reported that patient's wife stated that this morning when the patient went to the bathroom and was pulling his pants back up that the wires pulled out of his back. Advised them to reach out to their doctor for further medical advice. On (B)(6) 2021 the patient's wife states the wires were pulling out of the patient¿s body due to getting caught when pulling his pants up, and they went to see hcp on (B)(6) 2021 and the leads were pulled, and the trial ended. The hcp had the data they needed and patient will go for implant (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 306001; product type: screening device. Other relevant device(s) are: product ID: 306001. If information is provided in the future, a supplemental report will be issued.